Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based for the initial report and for follow up report no. 1. The MDR report no. Was missing the digits 968 and stated to be 3002807-2015-00028 instead of 3002807968-2015-00028. Radiometer internal correction/removal numbers: (B)(4) and 3002807968-12/15/15-002c.

Manufacturer narrative:
The root cause of this problem is that it is not part of the design of the aqure system to ensure that sample type is filled in, and thus it may be left blank. The problem was solved for the customer. This problem will be corrected in the next aqure version(2.1), which will be mandatory for all aqure customers. The software update is expected to be implemented by end september 2016. This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-00028 rather than 3002807968-2016-00028). No fields, in addition to MFR report #, have been changed since the original submission.

Manufacturer narrative:
Radiometer is in dialogue with the customer and is working on a solution to this problem. The root cause of this problem is currently under investigation. The results of the investigation will be included in the follow-up report. This is a resubmission of the initial MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-00028 rather than 3002807968-2016-00028). No fields, in addition to MFR report #, have been changed since the original submission.

Event description:
During initial testing of the siemens clinitek status + connection to the aqure system, it was reported that the results from ph measurement in urine were displayed in the monitor along with ph-results from blood samples. The customer complained that there is a risk of mix up of results shown on the monitor. The customer is afraid of wrong treatment, if the result from ph in urine is misunderstood as ph in blood. Sample type was displayed for the blood sample ph results, but not for the urine sample. No patients were affected, as the problem was discovered during installation and hence before the connection was in used in a production environment.